Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If the device cut, was the cut line complete? How was the case completed?

Event description:
It was reported that during an exploratory laparoscopy procedure, the stapler did not staple, the lever did not go to either side. Unknown how case was completed. There were no adverse consequences for the patient.